Event description:
This is a report of a home patient (hp) who was hospitalized and diagnosed with peritonitis. The cause of the peritonitis was a leak in the transfer set. The patient was treated with unspecified antibiotics and was reported to be improving. No additional information was reported.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection, leak testing, clear-passage testing, and clamp function testing were performed. The report of a leak was confirmed due to a damaged female connector. The cause of the damaged female connector could not be determined. Should additional relevant information become available, a supplemental report will be submitted.